Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. It was not reported whether the patient recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unreported date prior to (B)(6) 2016. Approximately three weeks prior to this report, the patient¿s pd catheter was removed, peritoneal dialysis was temporarily interrupted and hemodialysis was initiated. The patient reported to have recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): should additional relevant information become available, a supplemental report will be submitted.